Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that the stopper pull out of tube when in an analyzer. The following information was provided by the initial reporter: according to the customer's report, a detached cap was found after a high-speed centrifugation. The customer suspects that some tubes have loose caps. Did the shield and stopper come off in the centrifuge (both together)? Both together please verify there was no safety impact to the laboratorian due to exposed blood - any exposure to blood sample no. - any other issues to healthcare worker? Nothing.

Manufacturer narrative:
H.6. Investigation summary: bd received 20 customer samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated for stopper creepout/stopper pop off testing by subjecting them to a 1st and 2nd stopper pullout test. All 20 customer samples performed as expected with no issues identified. However, 1 out of 29 retention samples failed the 2nd stopper creepout/pop off test, therefore, confirming this complaint. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for a stopper pop off based on the testing performed on retention samples. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-06-20.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that the stopper pull out of tube when in an analyzer. The following information was provided by the initial reporter: according to the customer's report, a detached cap was found after a high-speed centrifugation. The customer suspects that some tubes have loose caps. Did the shield and stopper come off in the centrifuge (both together)? Both together please verify there was no safety impact to the laboratorian due to exposed blood any exposure to blood sample no. Any other issues to healthcare worker? Nothing.